Manufacturer narrative:
Note: product reference 4436962 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: despite our requests, the batch number is unknown. Investigation results: the defective sample was not received for investigation. The picture transmitted shows a rupture of the catheter but is not sufficient to determine the root cause of the failure. Conclusion: this defect is a known complication of the access port system implantation. However, without the complaint sample, no thorough investigation can be done and no root cause can be identified. If new element become available in the future, this complaint will be reopened. This is a rare incident (<0,01%), no corrective action is foreseen at that time.

Event description:
It has been implanted in the port for more than two years. After the patient was uncomfortable, the tube was found broken on film and immediately removed by surgery.